Event description:
It was reported that during a laparoscopic hysterectomy procedure, the gas value was leaking pnuemo, but could not be conclusively relate to the port. The device was replaced with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.